Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vticm5_12.6, -9.00/+2.0/95 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The patient experienced dizziness and feeling seasickness after initial surgery. It was reported that it was not refractive surprise. On (B)(6) 2018 the lens was exchanged for a non toric lens. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a micro centrifuge vial. Visual inspection found no visible damage to lens. (B)(4).